Event description:
It was reported that a motor stall occurred and reportedly recovered within 2 hours. It was noted that during a regular follow-up 3 weeks prior to report the patient¿s healthcare provider saw that there were several, 3 or 4, motor stalls in (B)(6) 2013 recorded in the patient¿s pump logs. It was reported that all the motor stalls recovered within 20 minutes and that no other motor stall occurred since. It was noted that the patient had a new electronic bed, but the patient could not determine if something special happened. It was reported that the patient¿s spasticity increased a lot in the prior days. It was noted that the patient¿s healthcare provider (hcp) decided to change the pump. It was reported that the patient¿s status at the time of report was alive ¿ no injury. It was noted that the location of the issue was unknown. It was noted that the actions required as a result of the event included replacement. It was reported that the patient¿s pump was used to infuse baclofen. Additional information has been requested, but it was not available as of the date of this report.

Event description:
The provided pump logs indicated that a motor stall also occurred on (B)(6) 2013 and recovered within 30 minutes.

Manufacturer narrative:
Analysis of the pump revealed the device met specification. (B)(4).

Manufacturer narrative:
(B)(4).